Event description:
It was reported that during a revision surgery, the tip of the adjuster broke while trying to retrieve a previously implanted transforaminal lumbar interbody fusion (tlif) graft.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Visually confirmed the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload.